Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had power-up fails, code #14 error was displaying. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that checked the machine & found machine give error power up fails code #14 with continuous alarm. Machine checked thoroughly & found pressure set point & vacuum set point are not in proper range. Then further checked & found compressor of the machine is suspected to be defective. The compressor scroll was replaced (0119-00-0236). Again checked & found now no error is coming. Performed all tests. All tests passed. Observed the machine on system trainer for more than 1 hour. Machine working ok. Equipment handover to customer in good working condition.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had power-up fails, code #14 error was displaying. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.